Manufacturer narrative:
Review by a medtronic technical services representative determined that it is likely there may have been anatomical movement relative to the frame since the inaccuracy was discovered at the last level that was furthest from the frame. On 09/18/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine fusion procedure, the surgeon alleged an inaccuracy experienced during an l3-s1, with an imaging system. Specifically, the reference frame was clamped to l2 spinous process and the surgeon worked away from the frame, using the pak needle and taps, then noticed on s1 that the instrument was touching bone, however, the software showed the instrument about 1.5 cm superior to bone. There was no left/right inaccuracy, just superior. The surgeon had been using the c-arm to confirm throughout the case and continued navigating while compensating for the inaccuracy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Instructions for use which accompany this device state: "warning: navigational accuracy can degrade on vertebral levels that are not rigidly connected to the reference frame."